Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl via an implantable pump for non-malignant pain. It was reported that the patient came in for pump check today and was noted to have a motor stall on 2025-04-09 and it was confirmed they had magnetic resonance imaging (MRI) done that day. A status check was not done to the pump post MRI. The patient went to the emergency room on 2025-04-12 because they were not feeling good and thought it was withdrawal. The patient and the healthcare provider (hcp) heard no audible alarming from the pump. The hcp had made a comment about replacing the pump in a week. Discussed MRI labeling, telemetry state condition, and waiting another 20 min to recheck the pump logs. The company representative would call the hcp back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the patient was scheduled to have the pump replaced on (B)(6) 2025 but the case was canceled. It had been rescheduled for (B)(6). They would know more then.